Event description:
A malfunction was reported on the pump; however, no notable events occurred prior to this issue, and there was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided instructions for resetting the pump and assisted the caller in completing the reset successfully. The malfunction code did not reappear after resetting, and the customer was informed that they could continue using the pump and to contact support again if the malfunction recurred.